Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer, since the original reported issue was a missing part. The socket wrench is used as a backup measure for opening the gantry door in an emergency. It is not used during normal system operation. A replacement socket wrench has been provided to the customer. The system is fully functional.

Event description:
A site representative reported that the imaging system socket wrench was missing. There was no patient present when this issue was identified. No additional details were provided.